Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the patient underwent a total hip arthroplasty in 2008 where he was implanted with a stryker hip system. It is further alleged that the hip failed and the patient had to be revised on or about (B)(6) 2017.